Manufacturer narrative:
Device evaluated by manufacturer:the device returned consisted of a jetstream xc-2.4 atherectomy catheter. The device was visually examined for any shaft damage. Visual examination showed damage located 1cm and 17cm from the tip. Visual examination noticed that the infusion line had burst proximal the 1cm damage. The location of the burst infusion line was approximately 5.5cm to 7cm from the tip. The device was set-up and functionally tested and the device functioned as designed. The burst infusion line was leaking fluid. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Error 1 message did not display.

Event description:
Reportable based on device analysis completed on 12nov2020. It was reported that an error message displayed. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the lower extremity. The device was primed and advanced to the lesion. Upon activating the device, an error 1 message displayed. A new 2.4mm jetstream xc catheter was used to complete the procedure. There were no patient complications. However, device analysis found the infusion line was burst.